Manufacturer narrative:
Clarification b3 (date of event): partial date of onset 08/2024 was reported. Clarification h6 - the imdrf code "a010102" was inadvertently reported in the previous emdr since capsular contracture grade 2 is not serious and not reportable. The reportable event is "rupture" and the imdrf code for rupture "a0412" is being submitted in this correction emdr. Additional, changed, and/or corrected data: b3, b5, b6, d.6a, d.6b, g2, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. Device remains implanted.